Event description:
It was reported that (1) cdh29 was used during a colectomy procedure. It was reported by the affiliate that the head of the stapler did not click properly to the stapler. The surgeon took another stapler to continue the intervention. There was no consequence to pt.